Manufacturer narrative:
There is no reasonable evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report.

Event description:
The baylis medical nrg transseptal needle was used among other devices, including abbott ablation devices, in a left ventricular ablation procedure, with premature ventricular contractions (pvc). During the procedure, a pericardial effusion requiring intervention occurred. The pericardial effusion was observed following successful transseptal puncture with the nrg transseptal needle and was noted to worsen following advancement of the ablation sheath through the septum. The pvc ablation was completed. The patient subsequently became hypotensive and complained of chest pain. Pericardiocentesis was performed and the patient stabilized. There is no reasonable evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report.